Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event, no device malfunction was reported against (B)(4); therefore, the purpose of this investigation is solely to evaluate the device conformance to internal release requirements and/or to identify anomalies potentially introduced during use that may have prevented the pump from performing as intended. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. With a review of the available information there was no evidence of device malfunctions or performance issues of the device that would impact the reported event. Clinical factors that may have contributed to the reported events include the patient's previous history of major infection. Though the root cause of the reported event cannot be conclusively determined, there are patient and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurological dysfunction is a known potential complication associated with all patients implanted with vads as outlined in the instructions for use (IFU). A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. With review of the available information there is no indication of any device malfunctions or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported from the site that the patient was hospitalized for an lvad implant on (B)(6) 2015 and during the recovery period on (B)(6) 2015 the patient presented with altered mentation and left homonymous hemianopsia. It was reported from the site that as per attending cardiologist notes on (B)(6) 2015, the lvad was functioning properly, so no there was not a device malfunction". It was confirmed from the site that the patient is still on support and is doing well. It was further stated that the patient has "some personality changes due to the event, but other than that no issues". Patient was discharged home on (B)(6) 2015. There was no further information concerning the period surrounding the event date and the current status of the patient. No additional information available.

Manufacturer narrative:
It was reported that the patient was hospitalized on (B)(6) 2016 for pump pocket infection with positive bacterial blood culture at thoracotomy wound. The patient was treated with re do thoracotomy and marsupialization of fistula tract between the lvad pocket and skin. The patient was also treated with intravenous drugs. The patient was discharged on (B)(6) 2016. Device remains implanted